Manufacturer narrative:
UDI#: (B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to peri-prosthetic fracture and loosening.

Manufacturer narrative:
The associated complaint devices were not returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An investigation performed by our clinical medical team noted the patient¿s medical history, reports of traumatic event or other pre-disposing fractures resulting in the peri-prosthetic fracture were not provided. The explanted devices and op reports from the first revision surgery were not provided for consideration in the medical assessment. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.